Event description:
It was reported that prior to an unknown procedure, the jaw compartment was found to be broken when the package was opened. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the bottom portion of the ¿I¿ shaped I-blade out of the track in the lower jaw; the lower jaw was damaged. In addition, the electrode and ceramic was slightly separated from the lower jaw and the ceramic was damage. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. It is possible that due to that the I-blade was out of the lower jaw, the I-blade lower tip could cause the damage to the electrode and the ceramic. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).